Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) system was surgically abandoned and replaced with a transvenous system, as it failed to convert a ventricular tachycardia (vt) after two shocks were delivered. The vt converted 10 seconds later after the second shock. Reportedly, this conversion issue was believed to be related to a dislodgement of the implantable electrode, as a lateral movement was noticed when x-rays were performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields d4 (model number): corrected from 3400 to 3010. D4 (catalog number): corrected from 3400 to 3010.

Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) system was surgically abandoned and replaced with a transvenous system, as it failed to convert a ventricular tachycardia (vt) after two shocks were delivered. The vt converted 10 seconds later after the second shock. Reportedly, this conversion issue was believed to be related to a dislodgement of the implantable electrode, as a lateral movement was noticed when x-rays were performed. No additional adverse patient effects were reported.